Event description:
It was reported that during an anterior cruciate reconstruction with meniscal suturing, the surgeon inserted the needle into the meniscus and deployed the first anchor and then, the pin which deploys the anchor did not go back, making impossible to deploy the second anchor. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device was not used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting triggering deployment ring during removal from packaging. 2) use inconsistent with instructions for use recommendations. 3) inadvertent twisting or bending of the delivery needle. 4) incomplete needle penetration through meniscus. 5) difficulty with reaching the desired tissue location. 6) entanglement with other instruments or devices. 7) inadequate tissue conditions. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ report indicated: "yes I think that it was slightly bent." Product met specifications upon release to distribution. Complaint history review found no other report for this lot.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿the pin which deploys the anchor did not go back, making impossible to deploy the second anchor.¿ t1, t2 and suture were not returned. The delivery needle was flattened at the distal tip. The needle was visibly bent downward. The depth limiter was attached. It indicated tissue resistance. It was creased, flared and out of round. The symptom aligns with difficulty reaching intended anchoring location, probing and twisting. The device no longer cycled or actuated. The actuator was frozen in the forward position and would not retract due to the needle disfigurement. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a surgery, the surgeon inserted the needle into the meniscus and deployed the first anchor and then, the pin which deploys the anchor did not go back, making impossible to deploy the second anchor. A backup device was available to complete the procedure with no significant delay and no patient injuries.